Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that system exhibited a failure and a broken case. No patient injury was reported.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing from the plunger assembly upon receipt, the right plunger case and bottom case were cracked, and both front corners of the top case were chipped. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation for the (base not responding) error at power up, but the damage on the plunger case and bottom case were confirmed at inspection. Root cause of the reported (base not responding) issue is a non-issue that occurs when the pump is powered off within 5 seconds after being powered on. The damage to the device is attributed to customer impact. Repair was not needed for the (base not responding) concern as it is a non-issue. Replaced the top case, plunger assembly and bottom case, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 4000.